Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval was able to confirm and reproduce the system error 322. It was determined that this alarm was caused by a failing upper hook switch. As a result, the upper auxiliary, which contains the upper hook switch, has been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no pt involvement.